Event description:
Additionally, medical report from physician states "on examination, there were no palpable abnormalities within the left breast. Patient further examined by targeted ultrasound and mammogram. Patient then had pain more recently and I note that my colleague had seen them last year I note that they have had repeated imaging, a mammogram was performed last year, which showed that the bilateral implants were noted with no extracapsular rupture seen at that time. The breast parenchyma is dense and nodular, no abnormalities seen, there were no features to suggest a malignancy."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture.

Event description:
Patient reported "has had multiple issues with breast implants"..."looking at breast implant illness, has all the symptoms from there" .."extreme fatigue, skin conditions, extreme itching, hardening of the breast, tingling, chronic shoulder pain." ... "Currently has a scaly rash under the right breast, this is the third time patient had this type of rash. Patient had these symptoms concurrently since having daughter 10 years ago, they've been on-going but have been gradually been getting worse over the last 4/5 years in particular."..." Also has capsular contracture and the right breast implant is ruptured."..."the implants are very small and were to correct a deformity, it's not the weight of the implants causing the issues. Device remains implanted. This record relates to left side.